Event description:
The physician delivered the vena cava filter using a femoral approach. During placement, the device was deployed too far caudal in the vein. The physician attempted to retrieve the device with a femoral approach but was unsuccessful. Subsequently, the physician captured the vcf using a jugular approach and successfully removed the filter. No pt injury occurred.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there have been no other complaints reported for this same failure within this lot. The misplacement of the filter was noted during standard verification and the device was immediately removed. The misplacement was not the result of migration or other device issue and the info available indicates that the event was the result of user error. This report is being filed out of an abundance of caution. The device was discarded by the hosp and will not be returned for eval. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No action is required at this point in time.